Event description:
It was reported that during the implant procedure, the pulse generator exhibited loss of atrial and ventricular capture. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.